Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implant date (B)(6) 2012; 407652 lead, implant date (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead integrity warning and short ventricular to ventricular intervals. The lead remains in use. No patient complications have been reported as a result of this event.